Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was activated and is doing well.

Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was performed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The patient reportedly did not have an infection. The recipient reportedly experienced pain with and without device use. The recipient's pain has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.